Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed an unrecoverable error. The zoll field technician and the customer did not have a battery to turn the device on and did not provide information about the error. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.